Event description:
Sales consultant reported that the small battery drive operates intermittently. Drill acts like it either has a short, or the battery housings are not well connected. The unit was tried with multiple attachments with multiple battery housings, and continued to operate intermittently. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device received for evaluation. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.